Event description:
Additional information received reported a CT scan showed normal results in (B)(6) 2011. The implantable neurostimulator was turned off in summer 2011. The patient experienced right hip and leg pain and seemed to be in a lot of pain from unrelated musculoskeletal issues.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's lymph nodes and groin were swollen. It was painful and the patient may need surgery for the lymph nodes. The physician did not believe the implantable neurostimulator (ins) was the cause for those symptoms. The patient had stimulation turned off for 8 months and thought a security gate at the airport may have turned the ins off. She turned the ins back on using the programmer and experienced stimulation in the wrong location. She felt stimulation on the right side which is where the lymph node was, but had previously felt stimulation in the vaginal area. Reprogramming had been attempted three times but was not successful in making the changes the patient expected. The patient indicated the ins was helping with her urinary symptoms, but also stated it wasn't helping as she thought it should. Additional information indicated the patient was seen in her physician's office the week of (B)(6) 2012. The cause of the event was unknown. The issue was not resolved, and the patient had pelvic pain that the physicians did not believe was associated with the ins. The ins was turned off until the pain issue could be resolved. The pain was present even with stimulation turned off. The patient had seen other specialists to review the pain issue, but not interventions had taken place with her ins. The patient was going to follow up with her physician regarding next steps.

Event description:
It was reported that after electromagnetic interference (emi) in (B)(6) 2011 the device was no longer functioning. The patient experienced a loss of therapeutic effect and stimulation in the wrong location. The emi was believed to be from a security gate in germany. The location of the patient's symptoms was the perineum. The patient had been reprogrammed three times by the manufacturer's representative. However, each reprogramming session was unsuccessful in capturing painless stimulation. The patient had her device turned off for over 8 weeks. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Tined lead: model 3093-33, lot # v577639, implanted: 2011 (B)(6), explanted: unk. Patient programmer: model 3037, serial # (B)(4), implanted: unk, explanted: unk.